Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer removed the 30-degree endoscope plus, pressed the instrument clutch, and reinserted the endoscope to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to an improperly seated, endoscope.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the image was upside-down, and the controls were also reversed. The issue was resolved by removing the 30-degree endoscope plus, pressing the instrument clutch, and then reattaching it. The procedure was completed as planned with no reports of patient injury.